Event description:
Customer alleges the unit does not pace. No reported patient involvement. Service representative unable to duplicate alleged condition. Proper operation of the device was confirmed.